Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer continued to use pump for insulin therapy. Customers blood glucose ranged from 162-163 mg/dl.